Event description:
During an atrial fibrillation pulmonary vein isolation procedure, a tip fracture occurred. Towards the end of the procedure, the ice catheter appeared "bent" on fluoroscopy while in the right atrium. Upon removal of the ice catheter, the transducer tip appeared broken. The tip was fully intact and nothing was left inside the patient. The procedure was completed with no consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.